Event description:
Cerus received additional follow up information on this event on 21-may-2025. Cerus investigation: (new information) batch record review. Batch record reviews for the following intercept blood system for platelets processing sets were performed: 1.~lot # ce23j16l71; expiration date: 26-may-2024. A.~the review of the batch records for the finished goods did not indicate any out-of-limits results during testing and controls. The product met all quality requirements and specifications at the time of release. This batch was released on 29-dec-2023. No other complaints have been received for this lot ce23j16l71. The total batch size was (B)(4) processing sets. 2.~lot # ce23j18l72; expiration date: 25-may-2024. A.~the review of the batch records for the finished goods did not indicate any out-of-limits results during testing and controls. The product met all quality requirements and specifications at the time of release. This batch was released on 26-dec-2023. Three leak complaints were found associated with lot ce23j18l72 from arc consignees. All three leaks occurred during storage and were discarded. The cause of the leaks was attributed to handling. The total batch size was (B)(4) processing sets.

Event description:
Fatal transfusion reaction. Report type: literature. Initial information received: 15-apr-2025, 17-apr-2025, 06-may-2025. Initial adverse event report: on 15-apr-2025, cerus received a serious adverse event report of a fatal transfusion reaction. Cerus' chief scientific officer discovered this adverse event while reviewing the international society of blood transfusion (isbt) 2025 abstracts. Cerus was referred by the abstract author, the medstar georgetown university hospital transfusion service medical director, to the blood supplier. Cerus made contact with medstar georgetown university hospital's blood provider, american red cross (arc), to obtain more information. Medical history and medications: this report involved a 65-year-old male patient with medical history of primary myelofibrosis status post hematopoietic stem cell transplant and hemorrhagic cystitis. The patient experienced a febrile non-hemolytic transfusion reaction on 24-mar-2024 after receiving 51 ml of red blood cells. Concomitant medications included acetaminophen, maalox, atovaquone, lomotil, tums, calcium gluconate, nexium, lidocaine 2% topical, loperamide, and bumex. Adverse event description: on 29-mar-2024, the patient received 3 units of psoralen treated platelets (ptp) and 1 unit of irradiated rbc at medstar georgetown university hospital, washington d.c. On 30-mar-2024, he received one unit of ptp starting at 00:20h and 1 unit of irradiated rbc starting at 02:06h. Sometime around the early morning of 30-mar-2024, patient became tachycardic (100-139 bmp). Lasix 40 mg IV was administered, and IV fluids were discontinued. Cxr performed at 09:59h showed diffuse interstitial opacities, which may reflect pulmonary edema vs viral infection, a consistent finding since 27-mar-2024. Over the course of the day, he became hypotensive, tachypneic (rr 40) and developed abundant and intractable vomiting with altered mental status at 11:18h. Patient was intubated and transferred to the intensive care unit and pronounced dead at 12:01h. A review of the patient's transfusion history during this hospitalization showed a total of 5 ptp and 5 rbc between 16-mar-2024 and 28-mar-2024. Medstar georgetown university hospital transfusion service medical director suspected volume overload and electrolyte abnormality as the potential cause of the adverse event associated with the transfusions. Transfused blood components within 24 hours of the event of fatal transfusion reaction psoralen treated platelets #1: 29-mar-2024 at 08:59h - 252 ml (unit w185324801937002; product code e8343v00), #2: 29-mar-2024 at 09:52h - 346 ml (unit w185324805528009; product code e8342v00), #3: 29-mar-2024 at 21:41h - 331 ml (unit w185324808518002; product code e8342v00), #4: 30-mar-2024 at 00:20h - 267 ml (unit w185324808535000; product code e8341v00). Red blood cells #1: 29-mar-2025 at 14:14h - 281 ml (unit w185324000875008; product code e0686v00), #2: 30-mar-2024 at 02:06h - 290 ml (unit w185324026024008; product code e0686v00). Blood donor(s) information: three male and one female donor. Implicated pathogen reduced blood component(s) collection and manufacturing information: no details provided. Adverse event investigations: medstar georgetown university hospital investigation: the patient's fluid balance during the 24 hours before his death was 2,721 ml positive, with transfusions accounting for 1,767 ml. The patient had no known allergy history and had previously tolerated 3 single doses of ptp in one day without reaction. Arc investigation: four platelet donors were implicated with the ptp transfused within 24 hours of death. All 4 donors were considered low risk for trali: 3 were males and 1 was a female with negative hla/hna antibodies. Cerus investigation: at the time of this report, the cerus investigation is pending and will be updated once received. Adverse event assessment: 1.~fatal transfusion reaction [pt: transfusion reaction]: the reporter assessed the event as death in severity, serious due to being a death event, possible in relation to psoralen treated platelets. Causality to intercept blood system for platelets device was not reported. Review of the arc investigation indicated there was concern for transfusion related acute lung injury (trali) and/or transfusion associated circulatory overload (taco), given the patient's respiratory decline, diffuse interstitial opacities on cxr, large volume of transfusions during hospitalization (9 units of ptp; 7 units of rbc) and positive fluid status of 2,721 ml within 24 hours of death. The cerus medical reviewer considered the event as serious due to being a death event. Excluded in relation to psoralen treated platelets and intercept blood system for platelets, and compatible with taco. Conflicting information was presented in the isbt abstract by the author. In the abstract, the author stated that cxr was negative for evidence of taco or trali and that the blood supplier (i.e., arc) classified this adverse event as an allergic reaction. Although the author did acknowledge that the patient's reaction may have been related to fluid overload, the author also raised the possibility of psoralen toxicity or reaction to an unknown allergen. Given the clinical presentation the most likely cause of this patient's respiratory distress was taco since trali was ruled out when all implicated ptp donors were determined to be low trali risk. Psoralen toxicity has not been described in nonclinical studies at the concentrations found in psoralen-treated platelets, even with multiple transfusion events within 24 hours. Furthermore, cxr demonstrated persistence of diffuse interstitial opacities, which may reflect pulmonary edema vs viral infection, since 27-mar-2024 (3 days prior to the patient's death). The patient's volume overload was contributed by the transfusion of ptp, rbc and infusion and IV fluids, thus, the adverse event of taco cannot be solely attributed to ptp. Finally, taco is a well-recognized adverse event associated with any blood transfusion because the underlying pathology is volume overload. Listedness assessment is not applicable because this event is not related to the psoralen treated platelets or intercept blood system for platelets device.